Manufacturer narrative:
(B)(4) igtcfs-65-2-uni-celect; similar to device with 510(k) k090140; (B)(4). Summary of investigational findings: it is demonstrated from the provided images that two years prior to the retrieval((B)(6) 2012) the filter is in a normal configuration with a rightward tilt. On images from the time of retrieval ((B)(6) 2014), it is demonstrated a celect filter in an abnormal configuration, filter is tilted, one primary filter leg is fractured (the fractured part is located outside ivc) and one secondary filter is perforating ivc. However, it is also demonstrated that those findings are present prior to introduction of the retrieval set. The medical history of the patient from (B)(6) 2012 to (B)(6) 2014 is unknown. No images from this period of time and no information in regards to e.g. Surgery during this period of time. It is therefore unknown for wce, how the filter configuration went from normal (B)(6) 2012 to abnormal (B)(6) 2014. When and how the primary filter has fractured is unknown. However, the returned filter shows a fatigue crack propagation. Filter perforation of the vena cava wall is a well known risk and several case reports in the published medical and scientific literature, describe filter perforation of the vena cava wall. Also scientific litterature describes that manipulation in the area of filter placement could also contribute to change in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: at the time of retrieval, the leg of the filter was noted to be distant from the filter outside the ivc. Filter was removed leaving the leg piece behind. Results of follow up CT scan (B)(6) 2014 "a 24 mm linear metal density focus along one of the haustra of the ascending colon is in keeping with the history. This lies at the lower right renal pole (l3 level). No free gas or fluid identified to suggest bowel perforation. No peri-caval haematoma or free fluid identified in the visualized abdomen. The remaining visualized abdominal viscera have a normal appearance. Conclusion: a 24 mm linear metal hardware is present around the ascending colon at l3 level. No CT evidence of significant complications." Patient outcome: one fractured leg from the device remained inside the patient. The patient may require additional procedures due remove the device portion: CT scan on abdomen or possible surgery to remove filter fragment/leg, as family is unhappy. Pending decisions. No adverse effects to the patient were reported due to this occurrence.